Event description:
The reporter did back to back (rapid succession) blood glucose tests, using separate finger sticks. Reporter's results were 150, 174 and 198mg/dl. Reporter did not have any symptoms. On follow-up, control test had been in range. Reporter described an accurate technique of applying blood, and cleans the meter regularly. No harm was alleged.